Manufacturer narrative:
(B)(4). Device was not returned for evaluation. No direct conclusion can be drawn.

Event description:
During surgery, 2 small drill bits broke off as surgeon was drilling. All portions of the broken bits were retrieved, and a medium bit was used and the procedure was completed without further reported incidents.